Event description:
Customer called to report the insulin pump alarmed for motor error. Blood glucose reading was 150 mg/dl. The customer declined troubleshooting. Advised that the insulin pump should be replaced. Customer refused to return the insulin pump and stated that he will monitor it and check blood glucose reading on a regular basis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).